Manufacturer narrative:
Evaluation of implantable pump serial number ngp(B)(4) revealed residue in the motor gear train and wearing on the lower shaft of the rotor magnet. Eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6)2017 regarding a patient receiving dilaudid (2 mg/ml at 0.6 mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient called the physician's office on an unspecified date and stated that her pump had been alarming for about 2 weeks. Upon assessing the pump, it was indicated that there was a motor stall on (B)(6) 2017 at 06:31. The stall never recovered and a pump replacement was planned. On (B)(6) 2017, additional information was received from a healthcare provider indicating that the pump off password was requested. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 confirming that the pump had alarmed, and the alarm was turned off at the physician's office. It was confirmed that a motor stall had occurred, and the pump was replaced on (B)(6) 2017. The event date was noted to be (B)(6) 2017. At the time of the event the patient's elective replacement indicator (eri) was at 12 months. The issue was considered resolved and the patient's status was alive - no injury. It was unknown whether any environmental, external, or patient factors may have led to the issue. The patient's dose was noted to be 0.095 mg/day per the information received on (B)(6) 2017. No further complications were reported or anticipated.